Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported being unhappy with the results of the treatment since a gap in the front teeth becomes present after removing the aligners. Midline of the top and bottom teeth do not align. The right upper cuspid chipped recently due to changes in the bite. The left lateral incisor is tilted to touch medial incisor but the root did not move as much as the lower half.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.